Manufacturer narrative:
Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2010 and alleged that a machine is not powering on and has a burning smell on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.